Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recieved a lost sensor alert due to leaving the insulin pump at home. Blood glucose level at the time of the incident was 40 mg/dl, which the customer stated was due to misisng lunch. The customer declined troubleshooting as the cause of the alert was explained to her. The insulin pump was not replaced or returned for analysis.